Event description:
The consumer reported an inability to charge. Recharging best practices were reviewed and the patient then saw a reposition antenna screen. Repositioning the antenna did not resolve the issue. Communication was not possible with another external device. Neither the implantable neurostimulator recharger (insr) nor patient programmer would connect to the implantable neurostimulator (ins). It was noted the patient had not recharged his ins since (B)(6) 2016. On (B)(6) 2016, the patient tried recharging but encountered the reposition antenna screen. There was poor communication on the patient programmer. It still felt like stimulation was on. Because the patient thought he was feeling stimulation, he did not recharge sooner. The patient stated he had never had an overdischarge before. There were no medical symptoms reported. Relevant medical history included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.